Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose of 409 mg/dl at school. The customer's blood glucose was 476 mg/dl when she was picked up from school. The customer was unable to troubleshoot for bent cannula. The insulin pump will not be returned for analysis.